Event description:
A nurse reported that a pt reported complications while completing peritoneal dialysis (pd) treatment on (B)(6) 2014, and observed cloudy effluent and fibrin in the pt's drain line. The pt was diagnosed and hospitalized on an unk date shortly after this incident with one case of peritonitis without allegation of device malfunction. The nurse indicated the source and cause of the infection was currently unk and was currently still hospitalized. There were no reported fluid leaks during treatment prior to infection. Pt med records have been requested.

Manufacturer narrative:
Based on the info provided, it is unk how the device may have caused or contributed to the event. The post market surveillance department has requested med records and investigations are pending. A supplemental medwatch will be submitted when med records are received. The device was not returned to the MFR for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.